Event description:
Boston scientific received information that an alert was received from the remote home monitoring system due to a low out of range shock impedance measurement for the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from the clinic that when reviewing the daily measurement information, the current shock impedance measurement was within range. Boston scientific technical services (ts) advised that due to the daily measurements being taken every 21 hours, there will occasionally be a time when two measurements are taken in one day and the second one is published. Review of the data revealed that the first shock impedance measurement was low and out of range, however the second measurement was within range. The clinician stated that they will continue to monitor the patient via the remote home monitoring system.